Event description:
It was reported that a person using an ilet bionic pancreas with a dexcom g7 experienced prolonged overnight hypoglycemia, with cgm lows to 56 mg/dl and a confirmatory fingerstick of 53 mg/dl, despite treatment with oral carbohydrates; the pump generated repeated low glucose alarms and subsequently entered a no-insulin-delivery state after sustained readings outside delivery thresholds. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring without hospitalization. Investigation included review of reported pump behavior, cgm readings, user therapy interactions, and remote troubleshooting to reconnect the ilet mobile app for data review; the user reported a recent pump replacement due to prior water exposure and potential overnight cgm target changes. Investigation of this case revealed no evidence of device malfunction affecting insulin delivery, with the no-delivery state functioning as designed during sustained low readings; potential contributing factors included user-managed carbohydrate treatment and an unconfirmed change to cgm target settings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.